Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that the spyscope ds ii access & delivery catheters was attempted for use during a lithotripsy procedure on (B)(6), 2025 for the treatment of biliary stones. During the procedure, about 15 minutes during lithotripsy with only 400 pulses of the probe done the spyscope lost visualization. The procedure was not able to be completed as there were no more spyscopes available at the hospital. There were no patient complications reported as a result of this event.